Event description:
The surgeon removed a 7.3 cannulated screw x16mm thread (length unknown/no lot number) 13.0mm washer (219.99) on unknown date. While removing the screw the 4.0 cannulated screwdriver broke at tip (item 314.05 lot# 4478628). They used another screwdriver and removed the screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.